Manufacturer narrative:
The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. Device disposition is unknown. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.

Event description:
It was discovered via FDA letter (mw5078720) facility medwatch report (report number not provided) that a scorpion needle broke during a shoulder arthroscopy. Flat plate x-ray was obtained. X-ray did identify the needle tip within the substance of the rotator cuff. Decision was made to leave the needle tip without taking down the rotator cuff repair.